Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2008 and mesh was used. The patient experienced an eventration on an unknown date. Upon reoperation in (B)(6) 2009, it was found that the mesh was torn and the surgeon removed the mesh.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.